Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient injuries reported and the patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).